Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR. #: 2134265-2011-01957, 2939204-2011-00302, 2939204-2011-00318. It was reported that during a percutaneous coronary intervention procedure a vessel dissection occurred. Ivus was performed to determine restenosis vs. In-stent restenosis. The target lesion was located in a severely calcified and severely tortuous circumflex (cx) artery. The physician attempted to advance the (B)(4) imaging catheter to the lesion; however, the catheter kept buckling and kinked between the distal marker and the transducer. The device was removed from the patient. A second (B)(4) imaging catheter was advanced to the lesion and in-stent restenosis of a non-bsc stent was confirmed. The physician then advanced a 2.5mm x 6mm flextome cutting balloon and the balloon was inflated once to an unspecified pressure. The cutting balloon was deflated and removed from the patient without issue. A "hematoma dissection" was noted. It could not be determined if either of the imaging catheters, the cutting balloon or the mach1 6f guide catheter caused the dissection as the guide catheter was deep seated. The dissection was treated with a 4.0mm x 8.0mm (B)(4) stent. No further patient complications were reported and the patient's status is fine.